Event description:
A haemonetics sales rep requested the return of an orthopat perioperative autotransfusion system on (B)(4) 2011 as the device was being under utilized. The device was returned and evaluated on august 29, 2011 and found evidence of a fluid spill. No pt injury was reported.

Manufacturer narrative:
A haemonetics sales rep requested the return of an orthopat perioperative autotransfusion system on (B)(6) 2011 as the device was being under utilized. The device was returned and evaluated on august 29, 2011 and found evidence of a fluid spill. No pt injury was reported. No operator injury reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. We are unable to confirm the proper deployment of the spill bag.